Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The more than 90% stenosed target lesion was located in the tortuous right coronary artery (rca). After lesion preparation, a 16 x 3.00 promus premier drug-eluting stent was deployed. However, an edge dissection was found at the distal part of the rca. Another stent was deployed to cover the dissection, and the procedure was completed. The patient condition was stable post-procedure.